Manufacturer narrative:
Correction: describe event or problem. Additional information : manufacturer narrative. Root cause: the root cause for the reported issue of an pump shutdown corroded iui connector was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that the pump modules shut off mid-infusion. After inspection it was found that the iui connectors were corroded. Bd consultant reinforced iui inspection and proper cleaning. There was no information on patient involvement. Although requested, additional information was not provided by the customer and stated that "the unit has been remediated, no need to send."

Event description:
It was reported by the customer that the pump modules shut off mid-infusion. After inspection it was found that the iui connectors were corroded. Bd consultant reinforced iui inspection and proper cleaning. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.